Manufacturer narrative:
(B)(4): the customer reported that a pt went into v-tach while connected to a philips mp5 pt monitor. The customer stated that the pt's pacemaker rate increased, which caused the v-tach event. Based on the available information, the customer disconnected the pt from the bedside monitor and 12-lead ECG machin, at which point, the pt's pacing rate and heart rate decreased. The customer was also advised to turn off the respiratory feature on the deice for this pt. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a pt went into v-tach while connected to a philips mp5 pt monitor.